Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 287877.

Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an ipg and paddle lead explant procedure. No further information has been obtained despite good faith efforts.